Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿stent didn¿t deploy. Stent was introduced over olympus visiglide in common hepatic duct through stenosis in cbd. When trying to deploy stent didn¿t open. No harm to patient. Procedure finished with another evo stent, same type, no parts left in body¿ the following additional information was provided: ¿1) can we confirm that the stent did not deploy? The file states as well that the stent did not open. Stent did not deploy, 2) did the physician notice any damage to the handle or noises coming from the handle when he attempted to deploy the stent? Not noticed¿ 1 x evo-fc-10-11-6-b o was returned to cirl for evaluation. Upon evaluation of the returned device it was noted that the lockwire was in place on return. The red shuttle deployment marker was at the back the handle. There was no stent exposure from the sheath on return of the device. Actuation of the device was not possible. The shuttle to sheath tube joint was seen to have broken. There were also several kinks along the flexor. The stent was manually deployed and seen to be fine. The customer complaint was confirmed as the failure was confirmed in the laboratory; the flexor was seen to be kinked and the shuttle to sheath tube joint was broken. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the kinks on the proximal flexor occurred on insertion into scope or handling during the procedure which would have caused increased tension to build resulting in the shuttle to sheath tube joint breaking. A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-6-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #, upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Stent didn¿t deploy. Stent was introduced over olympus visiglide in common hepatic duct through stenosis in cbd. When trying to deploy stent didn¿t open. No harm to patient. Procedure finished with another evo stent, same type. No parts left in body